Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out-of-range (oor) shocking impedance for this patient's right ventricular (rv) lead. The patient was seen for lead evaluation and multiple instances of high oor impedances were noted. The physician did a non-invasive programmed stimulation (nips) testing of a single 41 joule shock and that brought the impedances down to 82 ohms. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.